Event description:
It was reported that an ilet user experienced prolonged hyperglycemia with a highest recorded blood glucose of 357 mg/dl for approximately six hours after a supply change, coincident with use during the learning phase and the user announcing meals as a corrective action contrary to protocol, while the device delivered insulin and high glucose alerts were received. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education focused on learning phase protocol, avoidance of overcorrections, spacing corrections by at least four hours, and not using meal announcements as corrections, with plans to review these behaviors during follow-up training. Investigation of this case revealed user-related use error during the learning phase that contributed to difficulty controlling glucose, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and training opportunity during the learning phase.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.